Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 5/29/2018 the 'pain' code was removed from the impacted product. This code was erroneously added, and submitted with a supplemental report on 4/20/2018. Mentor does not code 'pain' in addition to 'capsular contracture', as pain is an accompanying symptom of capsular contracture. The account information was received on 5/29/2018, and will be submitted with section e of this report. Additional information was received in an email from the customer on 5/30/2018. The patient was caucasian. The patient's condition is improved. The investigation of the returned product was completed by the failure analysis lab on 5/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 200cc saline prosthesis and experienced capsular contracture. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, lot #5999272. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 200cc saline prosthesis and experienced capsular contracture. As a result, the patient had bilateral prosthesis replacement on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/25/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 200cc saline prosthesis and experienced capsular contracture. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/26/2018 it was mentor became aware that the device evaluation summary submitted on this date, had been previously submitted on 6/18/2018 from an investigation that had been completed on 5/30/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/26/2018. The patient experienced paint in addition to capsular contracture. Manufacturer¿s reference number: (B)(4).